Manufacturer narrative:
The device was evaluated by a field service technician. The arms were adjusted and the unit is working properly.

Event description:
Alleges end user hurt herself while removing the seat. Alleges she pulled it off and was thrown over the top of the scooter. She had to call paramedics to get her off the floor. She is bruised and stiff but did not go to hospital for injuries.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges end user hurt herself while removing the seat. Alleges she pulled it off and was thrown over the top of the scooter. She had to call paramedics to get her off the floor. She is bruised and stiff but did not go to hospital for injuries.